Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps cables were visible. The procedure was completed with no reported injury.